Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range shock impedance measurements of greater than 200 ohms. The physician elected to reprogram the shock lead configuration and the patient will continue to be monitored. The crt-d remains implanted and in service. No adverse patient effects were reported.